Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019 ,this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, it was reported that the right limb slipped out into aneurysm sac due to aneurysm enlargement. On (B)(6) 2021, this patient underwent reintervention. The right internal iliac artery was coil embolized, and two stent grafts were deployed to extend the right limb distally. The patient tolerated the procedure.